Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. It was further reported that an 8.0 x 40, 75cm mustang balloon catheter was used first and when the balloon ruptured, an 8.0 x 20, 75cm mustang balloon catheter was used but it ruptured as well.